Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device history record was not reviewed and no conclusion could be drawn as no lot number was provided. Investigation of the locking sliding insert under complaint revealed that it can indeed be unfastened. Hence, its proper function cannot be guaranteed anymore. Due to missing - insufficient release the nut might indeed come off in individual case. This issue has already been recognized, this is an older version and updates have been implemented.

Event description:
The disc for fixing the bb system comes off very easily when manipulating the ig prior to insertion of drill bushing. Mechanism jumps out of attachment. Under force, the mechanism jumps out of insertion guide attachment. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)